Event description:
It was reported that after catheter insertion during use in patient, this swan-ganz pacing catheter did not pace from the beginning of procedure. The issue was resolved by replacing the catheter with the same lot number. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. G4. Additional PMA/510k: k822723.